Event description:
A healthcare professional reported that the vitrectome cut badly during surgery, like it was blunt. There was too much iop variation in flow. The iop was as 60 mmhg, but there was still good vascularization. Additional information was received from the doctor who indicated that he did not remember in which patient this event occurred and that the questionnaire would not be completed.

Manufacturer narrative:
The device was received by a company representative and it is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).